Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
During a hardware removal of a variax fibula plate, the variax2 screwdriver failed. The insert rachet portion of the screwdriver stripped out and would not fully engage with the screwdriver handle. It was evident that a small bolt that was part of the insert came loose during the case as well. The other screwdriver in the variax2 core set was used in replacement.

Manufacturer narrative:
The reported event that handle insert, ao ratchet, cannulated was alleged of issue (breakage during surgery) could not be confirmed, however, the returned device could be confirmed of issue (the device inspection revealed the following: visual inspection: received device is slightly scratched and have signs of rust. Functional inspection: the lever that rotates, is stuck (does not move at all). The mechanism does not retract, making it impossible for a screwdriver bit to engage with the insert. Also, it was not possible to engage the insert with handle. This indicates the ratcheting ao-coupling of the insert is damaged. This may be due to damage (loosening/missing) of some component of the mechanism. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Potentially mating problems are usually found during functional check. Functional checks should be performed where possible: mating devices should be checked for proper assembly (required per IFU). The handle insert has experienced a lot of usage, sterilization processes and transportation, and all these procedures can definitely affect the life of the device. It is clearly mentioned in operative technique that ¿the inserts must be removed from the handles before cleaning. To ensure appropriate ratcheting function, perform appropriate maintenance on the insert by applying medical-grade lubricant oil through the marked cut -outs.¿ thus, the root cause is attributed to a user related issue. The failure is caused due to improper maintenance (mishandling of the device during sterilization-deviation to follow instruction for use). If any additional information is provided, the investigation will be reassessed.

Event description:
During a hardware removal of a variax fibula plate, the variax2 screwdriver failed. The insert rachet portion of the screwdriver stripped out and would not fully engage with the screwdriver handle. It was evident that a small bolt that was part of the insert came loose during the case as well. The other screwdriver in the variax2 core set was used in replacement.